Manufacturer narrative:
Batch review performed on 26 sept 2024. Lot 2238953: (B)(4) items manufactured and released on 10-nov-2022. Expiration date: 2027- 10 - 27. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to subsidence of tibial baseplate. Primary surgery date unknown. All compentent revised and gmk spherika successfully implanted.